Manufacturer narrative:
Information contained in this record was previously submitted thru psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified linear opening on posterior edge, yellow particles and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on posterior edge, wear abrasion and crease folding. Based on the device analysis the final assessment is finding of a striated opening on posterior due to surgical damage consist in the use of some surgical tool. The reason for reoperation is not applicable as this is reported malfunction. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "during the positioning of the prosthesis inside the pocket, the central seal of the inferior part of the prosthesis ruptured". The device did not come in contact with the patient. Surgery was completed with a backup device.